Event description:
Patient with maxillary hypoplasia/mandibular hyperplasia undergoing orthognathic surgery. During drilling of final predictive screw hole using maxilla cutting guide distal 2mm of drill bit fractured and was lodged in soft tissue of right side of mandible. Radiopaque fragment was identified on intraoperative xray but could not be located during tissue dissection. Decision made by surgeon to leave fragment in place.